Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. There is one other complaint on this device, see (B)(4) . The pump's historical records in qos and salesforce was reviewed, as all previous test records were reviewed and all were found to have passed. Manufacturing final testing was completed on 6/06/2022, and the pump was programmed with the customer's library on (B)(6) 2023. The pump was received with software version number 5.9.2 and library configuration "chemo - v2". The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were several abrupt power offs found in the log, as reported by the end user. An abrupt power off can be seen on event lines 425 and 426 by the "log_event_on" code without an "log_event_off" code before it: a 100 ml infusion was ran on the pump using the end user's parameters of a 96 hour infusion. The infusion was set to run for 100 ml at a rate of 1.1 ml per hour. The infusion was unable to successfully complete as the pump powered off abruptly before finishing. A new battery was put into the pump and the battery level was reset, to identify if a battery with an insufficient charge is the root cause of the reported power offs. The same infusion was ran again and the pump once again powered off abruptly without completing the infusion, even with the new battery in the pump. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition and was duplicated during testing. Reported issue found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint (B)(4) .

Event description:
On 04/08/2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was requested to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.